Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory and was due to a stripped set screw hex.

Event description:
It was reported that the patient presented for device change out due to normal eri. When the chronic rv lead was attached to the new device, the set screw was unable to be tightened. The device was not implanted. Patient condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.